Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the vessel sealer extend (vse) instrument stopped working halfway. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not seal and was not working again during the halftime of the procedure after cleaning the tip/jaw. The instrument did not seal properly. The cutting function was working. The equipment was not sealing after it was removed by the surgeon to be cleaned. The instrument did work (sealed successfully) during the procedure for roughly 2 hours. The tip of the instrument did not seal properly despite the surgeon attempting to try. No audible could be heard after the equipment was removed and cleaned. The seal cycle completed with the seal completed audible tones as expected. No tissue was cut without being fully sealed. There was no bleeding observed due to the instrument sealing issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend (vse) with an alleged issue to perform failure analysis. Advanced technical review (results): a review of the information associated with this event has been performed by post market failure analysis engineering. The following additional information was provided: dsp logs show that the first vse instrument lot # k12260124-0323 was installed 8x and passed homing 2x, failed homing 6x. Qty 64 cut complete events were noted. E-100 logs show qty 1 coag event with no error and qty 89 seal events with qty 1 each of "high initial starting impedance" and "blank" errors, indicating that the seal events didn¿t go through. The instrument was used for about 21 minutes. The second instrument lot # k12260124-0291 was installed 2x and passed homing 2x. Qty 30 cut complete events were noted. E-100 logs show qty 35 seal events with no errors. The instrument was used for about 6 minutes. Msc logs show qty 6 "vessel sealer extended failed during homing on usm3" errors that align with the 6 home fail events seen in dsp logs, and qty 1 each of "e-100 error: recoverable error: instrument high initial starting impedance" and "e-100 error: recoverable error: sys estop seal" errors that align with the high initial starting impedance and blank errors seen in e-100 logs respectively, for the first instrument. It¿s unclear from logs why exactly did the seal events didn't go through and why there were 6 homing failures (possibilities include a loose grip cable that resulted in an exposed blade during homing, excessive tissue b/w the jaws resulting in an insufficient seal etc.).